Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that overdischarge state was caused by the patient not charging their device for over 50 days. The device has since been recharged and brought out of overdischarge state on august 28th. Issue has been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) is in overdischarge. Agent reviewed considerations, agent to send instructions on physician recharge mode using recharger. Rep called back with patient present, stating that he is seeing a green pulse while charging. When attempting to connect with the ins, the battery (ins) level is in the "red". Rep plans to keep charging for about an hour and will check again. Tech services reviewed indicator light colors and meanings on the wireless recharger.